Event description:
This serious unsolicited device case from united states was received on (B)(4) 2013 from a patient. This case involves a (B)(6) female patient whose right knee was black and blue (joint hematoma), felt like cement in it (joint crepitation), could not walk, experienced pain on walking and had no relief (sub-therapeutic response) after receiving treatment with synvisc injection. The patient's medical history was significant for medical device implantation with synvisc injection (administered in (B)(6) 2013) which was fine. No concomitant medications or concurrent conditions were reported. On an unknown date in 2013, the patient initiated treatment with synvisc injection at a dose of 2 ml every week (route of administration, batch/lot number and expiration date not provided) into both knees for osteoarthritis. On (B)(6) 2013, therapy with synvisc injection was completed. Although the patient received synvisc injections into both knees but the right knee was worse. On unspecified dates in (B)(6) 2013, it was painful for the patient to walk that she cried and right knee was black and blue (joint hematoma). The patient was treated with hydrocodone bitartrate/paracetamol (vicodin) for joint hematoma and "painful to walk" but her primary care physician (pcp) advised not to take it too much as it was a habit-forming drug. Later, on unknown dates in (B)(6) 2013, the patient felt like cement in her right knee due to which she could not walk. The patient stated that her ortho physician advised her to exercise but when she tried, she was unable to pull up the leg. At the time of report, she had no relief (sub-therapeutic response) after the treatment with synvisc. Outcome: not recovered/ not resolved for the events of right knee was black and blue, felt like cement in it, could not walk and pain on walking. Unknown for the event of no relief (sub-therapeutic response). A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: the event of could not move and right knee black and blue was assessed as serious per the new ime list.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(6) 2013: this case concerns a patient whose right knee went black and blue and who could not move after receiving treatment with synvisc for osteoarthritis. Although, the role of device cannot be ruled out based on temporal and anatomical proximity, however role of underlying osteoarthritis in causation cannot be ruled out.